Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination of the shaft identified that it was kinked. The kink was located inside the strain relief, at the base of the hub. The outer diameter of the shaft was measured in its mid-section to be within specification. The balloon was tightly folded and the stent was tightly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. The stent was tightly crimped onto the balloon however, the stent was kinked/bunched at its mid-section . No issues existed with the stent profile. The outer diameter of the non-damaged section of the stent was measured to be within specification. An examination of the tip section of the device identified to issues with its profile. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery. A 7.0x20x75cm express ld vascular stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 135cm stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.